Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: on investigation, a battery compartment crack was found below the grip pad and the keypad cover was torn at the ¿ok¿ button. The pump powered up to the verify screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Removal of the keypad cover did not find any contamination under the button contacts.

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.